Event description:
It was reported that the user experienced recurrent overnight low blood glucose while using the ilet, with the user intentionally consuming unannounced carbohydrates before bedtime to avoid perceived lows, which led the system to treat resultant hyperglycemia; troubleshooting and education were completed regarding missed meal announcements, and the user planned to discuss adjusting the secondary target with their healthcare provider. Symptoms included a lowest glucose of 39 mg/dl, approximately two hours combined under 70 mg/dl, and feeling nervous. Outcomes included low and urgent low alerts from the device, self-treatment with oral glucose, no need for external assistance, and no professional medical intervention or hospitalization. Investigation included a review of device reports with the user and education on proper meal announcement to align with system dosing. Investigation of this case revealed user-related use error due to missed meal announcements before bedtime, resulting in automated insulin delivery responding to elevated glucose from unannounced carbohydrates and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error related to unannounced carbohydrate intake at bedtime.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.